Event description:
Reportable based on the product analysis completed on (B)(4) 2015. It was reported a kink occurred. During the use of a guidezilla extension catheter in an unknown lesion, a kink occurred. The procedure was completed with a different device. No complications were reported and the patient status was good. However, the returned product analysis revealed that the shaft fractured.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified blood in the lumen. Microscopic examination revealed a kink 13.6cm from the tip of the device and a partial separation of the device at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).